Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the upper case was broken, the lower case was contaminated, the battery release was contaminated, two side bail covers were broken, the lead flex cover was contaminated, the battery contacts were compressed and the battery drawer was broken.

Event description:
It was reported there was a service error message in display. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.